Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available as suspect device was discarded, or lost, at site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. No parts have been received by manufacturer for analysis. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the site coordinator cannot locate the suspect device. Analysis is not possible.

Event description:
A medtronic representative reported a site's medium suretrak had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.